Event description:
It was reported that, "unstable knee. Insert was removed and thicker insert was implanted."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.